Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation as reported, during an induction, the tip of a 'cook cervical ripening balloon w/stylet' separated within the patient¿s uterus. The nulliparous (has never given birth in the past) patient, who was 39 weeks and 2 days pregnant, was induced for hypertension. The bishop score was 3, and the fetal station at the time of device placement was -3. The patient did not have a history of any prior uterine incisions. The device was placed at 18:15, using the stylet. At 23:20, the patient felt leaking. A nurse removed the device from the patient, noting that the inner balloon was ruptured, and the blue tip had separated and remained in the patient¿s uterus. Removal of the fragment was not attempted at that time due to the pregnancy. Another balloon was not placed; however, the patient was reportedly given oral cytotec for induction. Due to the failed induction and retained device fragment, the decision was made to perform a cesarean section (c-section) for delivery. The c-section was performed at 12:20 the following day, and the fragment was removed following the c-section. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One, used, 'cook cervical ripening balloon w/stylet' was returned for investigation. The uterine balloon was separated from the device which appeared to be a mating fracture or cut as the point of separation appeared smooth rather than jagged. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A search of complaint records shows one other complaint from the same production lot at the time of investigation. Because the additional complaint is for the same complaint device as this complaint, it is unlikely that these events are an indication of device issue within the entire lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU [t_j-ccrbs_rev3; 'cook cervical ripening balloon'] supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = director of quality h3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = device returned, under investigation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an induction, the tip of a cook cervical ripening balloon w/stylet separated within the patient¿s uterus. The nulliparous (has never given birth in the past) patient, who was 39 weeks and 2 days pregnant, was induced for hypertension. The bishop score was 3, and the fetal station at the time of device placement was -3. The patient did not have a history of any prior uterine incisions. The device was placed at 18:15, using the stylet. At 23:20, the patient felt leaking. A nurse removed the device from the patient, noting that the inner balloon was ruptured, and the blue tip had separated and remained in the patient¿s uterus. Removal of the fragment was not attempted at that time due to the pregnancy. Another balloon was not placed; however, the patient was reportedly given oral cytotec for induction. Due to the failed induction and retained device fragment, the decision was made to perform a cesarean section (c-section) for delivery. The c-section was performed at 12:20 the following day, and the fragment was removed following the c-section. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.